Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 40-70 mg/dl. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that the pump was delivering insulin without user input. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.